Manufacturer narrative:
Date of event: exact date unknown.

Event description:
It was reported the patient's lead had high impedances on all contacts. The patient underwent a revision procedure to replace the lead, and it was noted that the lead was cut twice by the physician during it's removal. The patient was doing well post-operatively.